Event description:
Customer received varied results for multiple assays involving an unknown number of patient samples. The following three patient samples were provided. Initial co2 result 40.9, repeat (B) (6) 2009, gave 27.3 (no units of measure provided). The 44.1 mg per dl result was reported for patient 3, it is unknown if erroneous results were reported for the other two patients. Patients were not adversely affected.

Event description:
Customer received varied results for multiple assays involving an unknown number of patient samples. The following three patient samples were provided. Tested (B)(6) 2009, initial co2 result 67.8, repeat (B)(6) 2009, gave 25.8 (no units of measure provided). The 44.1 mg per dl result was reported for patient 3, it is unknown if erroneous results were reported for the other two patients. Patients were not adversely affected.

Event description:
Customer received varied results for multiple assays involving an unknown number of patient samples. The following three patient samples were provided. Tested (B)(6) 2009, initial result 25.6, repeated three times on (B)(6) 2009, gave 44.1, 46.7 and 47.9 mg per dl. The 44.1 mg per dl result was reported for patient 3, it is unknown if erroneous results were reported for the other two patients. Patients were not adversely affected.

Manufacturer narrative:
The field service representative initially was unable to determine the cause. On a subsequent visit, he determined the sample probe was clotting and he checked the sample probe for clots.

Manufacturer narrative:
The field service representative initially was unable to determine the cause. On a subsequent visit, he determined the sample probe was clotting and he checked the sample probe for clots.